Manufacturer narrative:
Additional information: d9; h3; h6.

Event description:
Additional information received notes that the patient was discharged and in stable condition.

Manufacturer narrative:
The reported event was infection. Analysis indicated no anomaly. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented with an infection. The physician explanted the implantable cardioverter defibrillator system. The patient was recovering.